Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Plaintiff preliminary disclosure record received. Ppd indicated that the patient underwent a revision surgery. Doi: (B)(6) 2007; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿ added: a2 (age), b5, b6, b7, d11 and h6 (patient). No code available is used to capture device revision or replacement.

Event description:
After review of medical record, patient was revised to address increasing pain, right thigh abscess and infection. It was stated that the patient had increasing pain and unable to walk. CT scan showed abscess, lysis and was found to have mssa bacteria. Revision notes reported, the patient's tissues were noted to be hyperemic and edematous. There was purulent obtained approximately 300 ml and small amount within the hip joint itself. There was extensive osteolysis along the posterior aspect of the femoral stem and around the rim of the cup. There were approximately 3 very large cystic cavities of the floor of the acetabulum, filled with yellow appearing necrotic bone. There was small amount of dark staining of the femoral stem, but there was minimal debris on the trunnion itself. Operative samples noted acetabular debris.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges pain, stiffness, discomfort, weakness, affected mobility, anxiety, toxicity of metal, elevated metal ions and emotional distress. Doi: (B)(6) 2007; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 3191 no code available is for the alleged metal toxicity/elevated metal ions.